Manufacturer narrative:
Medtronic call center guided the customer on the repair of the ventilator. It was suggested that the graphical user interface (gui) to breath delivery (bd) cable be replaced and then run the ventilator for a minimum of 48 hours prior to placing back in clinical use. If the cable is replaced and returned for failure investigation, once the investigation is complete, a supplemental medwatch report will be submitted with the findings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated an alarm and stopped ventilating. The ventilator logged a gui (graphic user interface) reset error code. The patient was removed from the ventilator, provided manual ventilation via ambu bag and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.